Manufacturer narrative:
Based on this investigation, it appears that the instrument may have been dropped or experienced excessive force causing the posts to fracture. Device history records reviewed, it appears that the part left biomet in confirming condition. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation within I/o risk table vanguard knee instrument, section 1.2.1 bending, yielding, fracturing of instrument. Also, under care and handling of instruments: ¿1. Surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
It was reported that the instrument fractured during use. The handle did not fracture inside of the patient, and it is unknown if any pieces fell into the patient that had to be removed as the sales rep was not present for the case. The patient did not retain a foreign body. The instrument was very old and had been used several times.